Event description:
Reporter stated that initial interrogation at an office visit indicated that a pt's generator was set to 0ma, although the generator had been previously programmed to 1ma. Programming history for this reported event is not available; however, review of programming history indicates that on a previous occasion the pt's generator was inadvertently programmed to 0ma following an interrupted systems diagnostic test and a final interrogation was not performed on that date. Attempts to gather additional programming history from the site have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.